Event description:
It was reported that the customer experienced occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting and no additional information was received regarding the outcome of the event.